Manufacturer narrative:
The patient is stable at this time. Antiplatelet therapy was initially held but has been restarted.

Event description:
Berlin heart, inc was informed by the site on (B)(6) 2021 that a patient being supported with the excor pediatric vad system in the lvad configuration had an ischemic cva event with concomitant seizures. The blood pump was fully filling and ejecting. On (B)(6) 2021, the patient developed right arm shaking. A head CT was obtained and demonstrated a left superior division mca infarct and small petechial hemorrhages. An eeg revealed concomitant seizures that resolved 24 hours following the event. Thrombin deposits were noted in the blood pump at the time of the event. The anticoagulation was therapeutic. Follow up head CT scans were stable on (B)(6) 2021.